Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone15.4 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device was received partially deployed with the formed needle exposed and the soft cannula not visible. The inspection of the internal components found that the formed needle and soft cannula had deployed into the environmental seal cap. This prevented the slide insert from fully deploying into the catch beam and the linkage assembly from retracting. The partial deployment of the needle mechanism assembly bent the formed needle and damaged the formed needle tip and scrunched up the soft cannula. The pod data showed the device completed the first and second prime before being deactivated and no issues were observed. The environmental seal cap was inspected under magnification and damage was observed that indicates that the chassis sub assembly was incorrectly installed causing the formed needle and soft cannula to deploy into the environmental seal cap, resulting in the exposed needle.